Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) directly and from a hcp via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen at a dose of 819.7 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2017. The patient had not recently had an MRI. The motor stall was active. The patient had fallen out of his bed a couple times in the last week or so. A critical alarm due to unexpected motor stall began on (B)(6) 2017 at 03:52. The patient was on surgery schedule for expected end of life (eol) replacement on (B)(6) 2017. The patient exhibited signs/symptoms of increased spasticity, increased pain, and increased agitation. The patient was being managed at home with oral antispasmodics, with instructions to bring patient into ER if withdrawal signs get unmanageable. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. Surgical intervention was planned and scheduled for (B)(6) 2017 if neurosurgery could accommodate. The patient's status was "alive- no injury" and no further complications were expected or anticipated. The patient's concomitant medications included: senna, trazodone, baclofen prn, miralax, cyproheptadine, diazepam, keppra, melatonin, lamotrigine, and topiramate. The patient's relevant medical history included: quad cp, seizure disorder, and developmental delay.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for disposal only.

Manufacturer narrative:
Analysis of the pump on 2017-nov-17 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. The patient code (B)(4) was added regarding the previously reported withdrawal signs. If information is provided in the future, a supplemental report will be issued.